Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the serial number label being unreadable was confirmed. The system controller (serial #: (B)(4) was returned for analysis. Upon initial observation, the serial number label was missing. The system controller was functionally tested. The system controller was connected to a mock loop for extended operation and was able to support the pump with no issues. Additional provided information communicated on 21dec2022 stated that the serial number label of the believed to be system controller (serial #: (B)(4) is faded. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial #: (B)(4)and the system controller was found to pass all manufacturing and qa specifications. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline fault alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental findings: wire fatigue on the white power lead. No further information was provided. The manufacturer is closing the file on this event. Initial reporter phone number: (B)(6). Initial reporter address line 1: (B)(6).

Event description:
It was reported that the patient's system controller was exchanged to troubleshoot driveline fault alarms. The exchange did not resolve the alarms. However, during the investigation of the returned controller, wire fatigue was found in the white power lead.